Event description:
Further follow-up indicates the ipg was explanted on (B)(6) 2019.

Event description:
It was reported the patient is experiencing pain (described by the patient as a burning sensation) at the ipg site. As such, surgical intervention may be scheduled at a later date to address the issue.